Manufacturer narrative:
On 11-oct-2023, mentor received additional information about the event: an updated baker grade was reported for the patient¿s right breast capsular contracture. It is now reported to be baker grade iii/IV. The patient¿s explanted right breast prosthesis was replaced with a mentor memorygel xtra breast implant 415cc gel breast prosthesis. The patient¿s left breast prosthesis was not explanted. This report is for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a primary breast augmentation procedure with mentor memorygel xtra breast implant 415cc gel breast prostheses developed bilateral capsular contracture post implantation (baker grade ii in left breast, baker grade iii in right breast.) Bilateral capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent unilateral explantation and replacement of the right breast prosthesis with an unspecified mentor breast prosthesis on (B)(6) 2023. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the patient¿s left breast prosthesis. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2023-01330 for the report for the patient¿s right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).